Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned monitor failed for several circuit board assembly issues. The reported service error code can occur when the power on self test detects an issue with the control signal for the capacitor charger in the monitor. Will continue to trend for future occurrences.

Event description:
Patient called in to report service error code- r2049 . The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.